Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm (no details provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported event was an unknown alarm; however, a system error (B)(4) was identified during a review of the event history log. The homechoice device received functional, electrical and simulated-use testing of the device and a visual inspection. The cause of the condition was determined to be an issue of the digital pcb (printed circuit board). To correct the condition, the digital pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.